Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #1) used to treat the patient. The patient's attorney did allege injuries, corrective surgery, and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st device. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) on (B)(6) 2011 and unspecified bard/davol ventrio st on (B)(6) 2014. It is also alleged by patient's attorney that the patient had unspecified injuries related to a defect in the ventrio (device #1), and on (B)(6) 2012 underwent corrective surgery and on (B)(6) 2013 underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the ventrio (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."